Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. .

Event description:
The customer called into philips to report that the device is not reading battery terminal a. There was no reported patient involvement.